Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced.

Event description:
The hospital reported that, when connecting the patient to the anesthesia machine, the unit alarmed and the screen went blank. The clinician reportedly cycled power. There was no reported patient injury.